Event description:
It was reported that channel 1 on a flogard infusion pump would not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported of channel 1 not functioning was confirmed as a failure 3. The cause was due to a damaged safety slide clamp. In order to resolve the issue the safety slide clamp was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.